Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown. The customer reported that the insulin pump powered off, they replaced battery but when tighten the cap it powered off and when they loosened it the screen came back on. Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The device will not be returned for analysis.